Event description:
It was reported that 6 years post implantation, a patient underwent hip revision due to a clear deterioration of the right hip with fracture of the modular stem at the metaphyseal/diaphyseal junction, with no history of weight bearing. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4).g2: report sourcefrance.attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
Follow up report (B)(4). Updated: b4,b5,d2,d9,d10,g1,g3,g6,h1,h2,h3,h6. D10: unknown liner, item unknown, lot unknown. Revitanâ®, proximal part, item 0100402055, lot 2942754. Cocr head 28/ 0 'm' 12/14, item 14280620, lot 2998064. The revitan stem was returned to the product surveillance team for investigation. Examination revealed that the connection pin of the distal stem was fractured. The cocr femoral head remains mounted on the taper of the proximal part. The pe acetabular liner was also provided assembled with the femoral head. The nut of the revitan distal component was returned disassembled. No bone ongrowth was observed on the anchoring surface of the proximal component. Apparent abrasion marks throughout the proximal part, likely from the procedure. Some cauter marks can be seen on the neck of the proximal part. Additionally, some polished surfaces can be observed on the medial surface of the proximal part, indicating contact with bone and potentially indicating loosening. The fracture surfaces on both the proximal and distal fragments indicates a fatigue fracture, with the origin located on the lateral side. Bone attachment was evident across the anchoring surface of the distal component. Several abrasion marks are evident, likely stemming from the revision procedure. The pe liner show signs of wear. The femoral head appears inconspicuous. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Due to insufficient product information for the acetabular components (shell and liner), the compatibility of the involved products could not be verified. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Medical records were not provided. Based on the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information